Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not see insulin exit the infusion set tubing during the fill tubing process. The customer changed the cartridge and infusion set tubing and still could not see insulin exit the tubing after filling with 60 units. Troubleshooting with tandem's technical support determined a blockage within the infusion set tubing. The customer changed the tubing and was able to resume insulin delivery. There was no impact to customer's blood glucose level.